Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the sensor had inaccurate readings and giving an alert for sensor glucose value not available. The customer tried to calibrate with a blood glucose of 400 mg/dl. The customer was assisted with troubleshooting. The sensor will not be returned for analysis.